Event description:
During a laparoscopic cholecystectomy procedure, it was reported the er320 had clips that were falling from the jaws unformed when fired. These clips were removed from the pt. The surgeon used this device to complete the procedure and the subsequent clips did form on the structures. It was reported a 511s would not penetrate the tissue. A new 511s was opened for the primary trocar site and was inserted successfully. There was no consequence to the pt. 2/26/97 it was reported the 511s was arming properly before the unsuccessful attempted insertion.

Manufacturer narrative:
Based on the visual examination of the instrument received, the knife tip and sleeve housing exhibit body fluid present. The instrument was cycled repeatedly without incident. No conclusion could be reached as to why the instrument would not penetrate. Co reviews each incident as it occurs in an effort to improve co's processes and co's products.